Event description:
It was reported that a seroma developed in the pump pocket. Six 20 cc syringes of fluid were removed from the pocket. The patient developed a fever of 102.5, pocket site was red and fluid that was removed from pocket site was very foul smelling. The fluid was tested and had a high level of glucose indicating the fluid was cerebrospinal fluid. A volume discrepancy at the first refill was also reported; the expected reservoir volume was 2 ml and the actual reservoir volume was 19 mls. The patient was hospitalized; the pump system was removed due to concerns of meningitis. It was also reported that the patient has anoxic encephalopathy and developed decreased alertness. The patient had been receiving compounded baclofen 1000 mcg/ml with a daily dose of 48mcg; final patient outcome was unk at the time of this report.